Event description:
It was reported that bluetooth option on pump was greyed out and cgm readings were not appearing on pump even though readings were visible in dexcom application, and customer also experienced cgm error messages including error 42 and later error 25 during sensor warm-up. There was no reported impact to the customer¿s blood glucose level. Customer was guided through full pump reset, which cleared initial cgm error, and was able to restart sensor session, was educated to start sensor sessions on pump instead of dexcom application and to turn off phone bluetooth for 20 minutes if problem recurred, and was provided dexcom contact information with instructions to call back if issue was not resolved.